Event description:
Unit gave e1 error (secondary unit). This unit was pulled into the case on an emergent basis, due to "e1" error with our primary n8000 light source. This unit also gave "ei" error. Staff called tech support. Tech support rep had rn turn unit off/on - still had e1 error - then advised to remove bulb holder and reseat the box. When the box was turned on and the "run" button was pressed, the light source illuminated without further difficulty. This could have been disastrous as pt was under general anesthesia, incisions had been made. Primary and secondary light source failures, if not remedied, would have resulted in aborted procedure or open cholecystectomy.